Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6), 2006. According to the complainant, the patient experienced injuries (specifics unknown).the physician's office was contacted; as of the patient's most recent visit on (B)(6), 2010, no problems with the sling were observed. All other information, including the patient's current condition, is unknown and unavailable. Should additional relevant details become available, a supplemental report will be submitted.